Event description:
It was reported that this pacemaker was explanted due to unknown reasons. Physician assumes that device was explanted to a non-boston scientific device as we are not in the contract. Device was returned to boston scientific. No additional adverse patient effects were reported.